Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic after feeling a vibratory patient notifier, non-sustained rv oversensing episodes were observed. Review of the episodes revealed the episodes were triggered when an ectopic beat was undersensed. The alert for non-sustained rv oversensing was programmed off.